Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump alarms after every battery replacement. The customer's blood glucose was 110 mg/dl. The customer reported that their temp basal was not programmed before the alarm occurred. The customer also stated the alarm was recurring. Customer was advised to monitor the insulin pump. No additional information provided.